Event description:
The information provided to sjm indicated a patient underwent aortic valve replacement with a 25mm sjm epic stented valve (model: e100-25a, serial: (B)(4)) on (B)(6) 2013. In (B)(6) 2013, the patient received radiation treatment to left breast for breast cancer. On (B)(6) 2014, the patient reported chest pain and shortness of breath upon exertion beginning approximately one week prior. The patient had a mean gradient of 66mmhg and a peak gradient of 105mmhg; the physician believed the valve to be stenotic. The valve was explanted on (B)(6) 2014 and replaced with a 23mm sjm trifecta valve (model: tf-23a, serial: (B)(4)). The physician believes either a xenograft rejection or antigen rejection occurred and did not fault the valve.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported valve being stenotic resulting in high gradient remains unknown.